Event description:
During a returned evaluation of a high definition lcd monitor loaner device, it was discovered that the printed-circuit board had failed and the unit was not producing an image. This event was noted during an evaluation and had no patient involvement.

Manufacturer narrative:
The loaner device was returned and an initial evaluation has become; however, the investigation is on-going. During the initial evaluation, as noted in describe event or problem, the printed circuit board was faulty and causing no image to occur. Additionally, the quantum board was faulty as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.